Event description:
It was reported that the patient went to the emergency room complaining of loss of capture. It was noted that the device withheld vt (ventricular tachycardia) therapy because the arrhythmia was one to one. It was noted that a competitor lead was plugged into the atrial port but placed in the lv (left ventricle) along with another lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388 implantable pacing lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2007; 1258t competitor implantable pacing lead, (B)(6) 2013. (B)(4).